Event description:
Related manufacturer reference number: 2017865-2025-27952. It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that the pacemaker exhibited a diagnostic anomaly in which the data was presented invertedly. The right ventricular (rv) lead exhibited an unspecified sensing issue. Programming changes were made. There were no patient consequences.